Event description:
Customer received a result of 159 mg/dl on the active system, and a result of 421 mg/dl on a professional performa system within 10 minutes. The patient was hyperglycemic and was treated with an IV drip (contents unknown), and released from the hospital 5 days later. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).